Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of a 6.3 cm in diameter abdominal aortic aneurysm. It was reported that the device was opened and removed the packaging the blue back-end wheel that releases the capture was broken. The device was never inserted in the patient. Another endurant 28x13x145 device was implanted without complication. The physician stated the event was related to the device. No clinical sequelae were reported and the patient is fine. Evaluation summary: the event was confirmed; the thumbwheel was detached from the delivery system. The root cause of the event could not be conclusively determined during analysis.

Manufacturer narrative:
(B)(4).